Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Could not walk [abasia]. Could not bend [mobility decreased], both knees froze [joint range of motion decreased]. Both knees became terribly painful [arthralgia]. Still has constant knee pain [therapeutic response decreased]. Case description: spontaneous report received on 01/21/2010 from a (B)(6) female patient, initials (B)(6), whose relevant medical history included: osteoarthritis of the knee and knee pain. The patient received a series of 3 synvisc injections, with each injection received 1 week apart, into both knees in (B)(6) 2009. The patient stated that the synvisc initially worked well but then about one week after the third injection, both knees "froze" and became "terribly" painful and she could not walk or bend. She reported receiving steroid injections as treatment to counteract the "allergy." As of the date of receipt of the report, the patient continued to have constant knee pain. No further information was provided. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.